Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused breathing/heart issues and was diagnosed with cancer. The patient did report receiving medical intervention and saw a physician for her diagnosis. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.